Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal sufentanil via an implantable pump. It was reported that the patient had experienced withdrawal. Pump refill, pump aspiration was out of normal reservoir volume. The reservoir volume was 20 cc difference then anticipated according to the pump interrogations. There was no known external or environmental factors that would contribute to this discrepancy. A rotor study was done and it was unclear if rotor moved. The replacement was scheduled for (B)(6) 2026. The issue had yet to resolve at the time of the report.